Manufacturer narrative:
The issue was identified to be the o2 hose accessory. No ventilator malfunction reported.

Event description:
The customer reported to the philips commercial department that the philips oxygen hoses are poor quality and have caused an interruption in patient therapy during clinical use. The device was evaluated by the customer and the philips commercial department who reported the incident who confirmed that hose is malleable and possible to bend and obstruct oxygen. The device was reported to have been in clinical use at the time the issue was discovered. It was reported that the event interrupted patient therapy but therapy continued on a ventilator of another brand. This interruption caused a delay to patient therapy while the issue was being addressed. There was no patient harm reported. The ventilator was tested with a hose of a different brand and the ventilator began operating properly. No other anomalies were reported.